Event description:
Additional information was received from the medical examiner indicating the cause of death as perforating intraoral gunshot wound to the head.

Event description:
It was reported that the patient is deceased. Manufacturer records indicate that the pacemaker system was implanted less than three weeks prior to the patient death. No additional information was provided. According to the medical examiner, the cause of death is unknown, pending toxicology results.

Manufacturer narrative:
Product event summary:the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).